Event description:
It was reported that a patient presented to clinic for device upgrade. It was noted that the right ventricular (rv) lead has had high capture thresholds. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported event of high capture thresholds was not confirmed. As received, a partial lead (only distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.